Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was partially lifted from the hot jaw. The silicone jaws displayed evidence of activation. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based on the evaluation results, the reported complaint could not be confirmed for "remained activated"; however, the complaint is being confirmed for "heater wire dislodged". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated and would not disconnect when the toggle switch was released. A replacement device was used to complete the procedure. The hospital did not report any pt effects.